Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) device implanted on (B)(6) 2013. At some point during the ongoing use period, a fluid loss occurred resulting in the ipp no longer providing a sufficient artificial erection. The patient was observed in clinic where a thorough visual evaluation occurred along with palpating from a physician. The doctor believed that a replacement was the best option for the patient. The original ipp including the pump, cylinders and reservoir were removed an entire new ipp system was placed. Upon explant, the cause of the fluid leak was unable to be identified; however the device was found to be empty. The patient is expected to have a full recovery.